Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h4, h6(type of investigation, investigation findings, investigation conclusions), h10, h11. Corrected fields: d5, e1(event site telephone: unknown), e2, e3, g2. Additional information: e1(event site state: py, event site postal code: (B)(6)). It was reported that cardiosave intra-aortic balloon pump (iabp) with screen froze. No po has been provided by the customer to attend site so has been closed down as expired. We cannot provide the information requested. Despite gfes (good faith efforts), no response has been received regarding any repair or the status of the iabp. If any pertinent information is received in the future, the complaint will be reopened and updated accordingly. H3 other text : customer not responded.

Event description:
N/a.

Manufacturer narrative:
UDI related data quality updates only. Providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5)

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation. E1: initial reporter was shortened due to character limitations. The complete name is: (B)(6). E1: event site telephone was shortened due to character limitations. The complete number is: (B)(6).

Event description:
It was reported the cardiosave intra-aortic balloon pump (iabp) had a "frozen" screen and failed to zero for pressure in the operating theatre, intermittently. The pump was swapped out for another.